Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure the gasket seal was torn. This caused a pneumo leak. The trocar was from a fdc12 kit. The case was completed with the trocar. There was no consequence to the pt.